Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation and capsular contracture. Concomitant products: a saline mentor smooth round moderate profile 375cc, catalog # 3501655, sn # (B)(4), lot # 6780666. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 375cc and experienced deflation and capsular contracture baker grade unknown on the right breast implant. As a result, the patient had undergone removal and replacement with saline mentor 375cc breast implant on (B)(6) 2019.

Manufacturer narrative:
On 6/5/2019, a manufacturing record evaluation (mre) was performed for the finished device number 6912551, and no non-conformances related to the reported complaint were identified. On 6/7/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/11/2019, during evaluation of the device a tear was observed on the posterior view measuring approximately 0.5 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The second product received is a concomitant device, no further analysis is required. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Capsular contracture in the patient¿s breast is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).